Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the mesh leg suture did not fully deploy when fired at the arcus tendineous. When the physician pulled the mesh leg back out, the bullet detached inside the patient, and was left there. The physician completed the procedure with another pinnacle kit with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.